Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the reported issue is due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited detached distal end plastic cover. There was no patient involvement.